Manufacturer narrative:
The customer's meter and test strips were returned for investigation. The test strip lot 0716213 were expired. The meter investigation found the complaint was not confirmed, and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.

Event description:
Customer reported she received an error 1, 2 and 4 message on her adc meter, did not know what the error messages meant, and was unable to test. She stated as a result, she experienced dizziness, headache, chest tightness, and then reportedly had a seizure. Customer denied that paramedics were called, but stated she was seen at a local hospital and diagnosed with hyperglycemia. Customer stated she was given oral metphormin as a treatment which is inconsistent with the medical event and diagnosis. No other treatment was reported. There was no report of death or permanent impairment associated with this case.